Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a jugular bulb gusher during implant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient is reportedly doing well. The recipient remains implanted. This is the final report.